Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluations. The investigation results are as follows: failure analysis was unable to reproduce the reported failure on the apb. The board was installed into a printed circuit assembly test system and the battery was charging correctly, passed when running 10 minutes sine cycle and 10 power cycles. It also passed solid with the ac power cord unplugged for 30 minutes. Failure analysis was able to reproduce the reported failure on the battery box. The battery box was installed into a printed circuit assembly system and failed at power on with error 824 and the unit failed tests on bpm test fixture. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vanci-assisted surgical procedure, the customer experienced several non-recoverable errors. The customer attempted to troubleshoot but the issue persisted. At that time, the surgeon made the decision to covert and complete the procedure as a traditional open surgery. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and replaced the battery box and the auxiliary power board (apb) to resolve the issue. The apb controls the battery system in the psc. It contains the battery charger and the battery backup control which switches main system power when ac power fails. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.